Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided.  Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01759 , 0001825034 - 2021 - 01760.

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised last month due to infection. The cup, head and stem were removed. Sales rep indicates no additional information is available.